Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they had voice alteration when their device would go off and could not tolerate it. The patient had their device removed with no replacement after it had depleted. No additional relevant information has been received to date.